Event description:
Tenex tx2 handpiece inner cannula came dislodged from the handpiece while in use on a patient. This was discovered at the end of the procedure and the inner cannula had to be removed from the patient.